Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated

Event description:
It is reported the threaded taper impactor broke off inside of the spacer during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The dual impactor was returned for evaluation. As returned, the threaded feature is fractured and remains in the humeral spacer which was also returned. An attempt to remove the threaded feature from the spacer failed. Dimensional measurements and material hardness is conforming to print specifications. The impactor exhibits wear & tear that indicates successful use during a potential field age of approximately 7 years 4 months. Review of receiving inspection report for the product indicates the devices were manufactured to specifications. This device is used for treatment. As a product improvement, a previous design change was implemented. The impactor in this complaint was manufactured prior to the change. As such this complaint can be considered a previously addressed design issue. Stress concentration likely caused the event.